Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (switzerland) was no longer receiving stimulation. X-rays did not identify any lead fracture. Surgical intervention was undertaken, however only part of the lead was able to be removed (reference MFR report: 3008829311-2016-00270). The physician implanted another lead and effective therapy was restored.